Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device evaluated by MFR: device disposition unknown.

Event description:
The manufacturer became aware of a study from southmead hospital united kingdom. The title of this study is ¿tibiotalocalcaneal nail fixation and soft tissue coverage of gustilo¿anderson grade 3b open unstable ankle fractures in a frail population; a case series in a major trauma centre¿ and is associated with the t2 ankle arthrodesis nail. Within that publication, post-operative complications/ adverse events were reported, which occurred between 1 july 2011 and 30 june 2016. It was not possible to ascertain specific device catalogs from the report; a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication. Therefore, 10 complaints were initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses superficial post-op wound colonisation/infection. 4 out of 5 cases. The study states: ¿five other patients had wound swabs taken from the operative leg, which were positive for various bacteria. This gives an overall superficial post-op wound colonisation/infection rate of 29%."